Event description:
It was reported that the programmer would not boot up and had an error. The programmer and radiofrequency (rf) head were returned for service, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer displayed an error at boot-up. It was noted this error was due to a defective floppy drive. (B)(4): analysis found that the head cable was twisted and the device failed telemetry testing due to the cable also being out of electrical specification. It was also noted that the label backing was peeling off.